Event description:
The forceps did not close inside the pt so source had to take out the hole of scope and when they got it out one piece fell off the forcep's head. It was just luck that the piece did not fall off inside the pt. Procedure was a lung biopsy.